Manufacturer narrative:
A field service engineer (fse) evaluated the instrument onsite and confirmed the error on the error log. The fse could not reproduce the error while running the tip attach routine in maintenance. The fse replaced the sample nozzle and eki board as the likely cause of the error. The fse then adjusted the liquid surface detection ad value, hand touch ad value and the z- axis for the sampling assembly. The instrument operated with no further system error. The instrument returned to operational status. A 13-month complaint history review and service history review for similar complaints was performed for instrument serial number (B)(4). One other similar complaint was identified during the search period. The aia-900 operator¿s manual states the following: [2061] tip attach error. Cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement an mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. In conclusion, this investigation confirmed a failure of the aia-900 analyzer to meet specifications or intended use. The probable cause of the issue is faulty eki board. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted.

Event description:
The customer reported receiving error message 2061, tip attach error, on the aia-900 analyzer. Field service was notified. A field service engineer (fse) was dispatched to address the reported issue. There was a delay in reporting estradiol (e2), beta-human chorionic gonadotropin (bhcg), and luteinizing hormone ii (lh ii) patient results. However, there was no patient intervention or adverse health consequences due to the event.